Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire and fractured spring tip not engaged in the device. Visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event; the crown and distal tip bushing remained intact and undamaged. Visual and tactile examination of the guide wire revealed damage to the spring tip; the spring tip coils/ribbon were fractured and stretched distally. Biological material was observed on the proximal solder bond of the guide wire spring tip. Examination of the material surrounding the guide wire damage did not reveal any inherent deficiencies that would have contributed to the damage. The guide wire spring tip was examined in a scanning electron microscope and fracture analysis indicated that the oad distal tip bushing had been brought into contact with the proximal end of the guide wire spring tip during device rotation. Evidence to support its conclusion is the flattened appearance of the proximal spring tip solder bulb and the presence of platinum and tin-silver solder on the oad tip bushing. At the conclusion of the failure analysis investigation, the root cause of the reported complaint event was contact by the distal tip of the oad with the guide wire spring tip during device rotation. The device history record for this oad lot number and the material inspection record for this viperwire have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The devices met their material, assembly, and quality control requirements. The oad IFU warns, :"never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel dissection occured which required placement of a stent. The physician chose a 1.25mm diamondback oad and spun in the at with a successful outcome. He then performed balloon angioplasty on a focal lesion in the sfa, but noted balloon waist on the angiogram. He subsequently used the 1.25mm diamondback oad and spun in the sfa on low, med, and high speeds with the wire parked in the popliteal artery. He spun close to the spring tip of the wire; then noticed that the tip of the wire was spinning and had detached. He subsequently snared out the fractured wire tip and placed a stent in the tp trunk where he had noted a non-flow-limiting dissection. The pt remained stable and had a successful outcome.